Event description:
It was reported a jade 6x240 balloon was advanced into the right superficial femoral artery (sfa). The balloon was inflated and the treatment was completed. The balloon was deflated and attempted to be removed. During removal, the balloon portion of the device separated from the shaft upon removal. The patient was sent to surgery to remove the fractured components. No additional information was available.